Event description:
On (B)(6) 2015 this patient was interrogated and the pacemaker presented elective replacement indicator values. It was programmed in vvi 70min-1 and the patient that was pacemaker dependent, showed fatigue symptoms. Parameters from previous follow-up ((B)(6) 2014) were normal (battery impedance 6.16 kohm; magnet rate 91 min-1 and the longevity was 13 months). The device was explanted and replaced. It will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 this patient was interrogated and the pacemaker presented elective replacement indicator values. It was programmed in vvi 70min-1 and the patient that was pacemaker dependent, showed fatigue symptoms. Parameters from previous follow-up ((B)(6) 2014) were normal (battery impedance 6.16 kohm; magnet rate 91 min-1 and the longevity was 13 months). The device was explanted and replaced. It will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
On (B)(6) 2015 this patient was interrogated and the pacemaker presented elective replacement indicator values. It was programmed in vvi 70min-1 and the patient that was pacemaker dependent, showed fatigue symptoms. Parameters from previous follow-up ((B)(6) 2014) were normal (battery impedance 6.16 kohm; magnet rate 91 min-1 and the longevity was 13 months). The device was explanted and replaced. It will be returned for analysis.